Event description:
The facility biomedical engineer reported a posterior capsule tear occurred and then they had problems with the vitrectomy probe connecting to the system. Additional information received stated the surgeon had a difficult time with the surgery due to weak zonules. The anterior vitrectomy was performed and the case was completed.

Manufacturer narrative:
The company service representative examined the system ad replaced the cpc connector to mitigate the vitrectomy probe connecting problems. The system was then tested and met all product specifications. The root cause of the patient event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends show that the frequency reported is within known levels for this event. This report was mailed to FDA on: 06/05/2009.